Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted during a stent placement procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was preoperative decompression prior to a planned colonic resection. The stricture was due to cancer of the colon and rectum and was approximately 4cm in length. During the procedure, the stent was implanted from the rectum to the rectro-sigmoid colon. Following deployment, the stent was noted to be in a "crooked position." No intervention was performed to straighten the stent. No other issues were noted during the initial stent placement. On (B)(6) 2012, three days following the stent placement, a perforation was confirmed at the edge of the stent. The patient underwent an emergency hartmann procedure and the stent was explanted. The patient condition following the surgery was reported to be stable. In the physician's assessment, the stent contributed to the perforation. According to the physician, the perforation occurred as the stent straightened out on its own over time.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The suspect device lot number was not provided; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. The reported event of stent positioning issue. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.